Event description:
It was reported that the patient presented after a implant procedure. Upon interrogation, a message stating "erroneous parameter values were detected" was observed. After pushing the "program to nominals" button, the device converted to nominal parameter settings and the device was able to be interrogated. Patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.